Manufacturer narrative:
Carefusion has reached out to customer to provide the complaint device for further investigation. (B)(6) label was provided to the customer. At this time we are currently waiting for the sample. Once the investigation is complete or if we receive any additional information we will provide a follow up emdr. (B)(4).

Event description:
The customer reported that the excessive condensation in the circuit caused fluid to enter the ventilator causing the ventilator to ¿shut down¿. The patient was manually ventilated, and equipment changed. The sales rep confirmed that the end-users were bedside when this failure occurred trouble shooting the problem. The end-user was alerted to the issue with the vent alarms. It was confirmed that the patient did not have any delay in ventilation and that the patient was safely removed off of the ventilator; manually ventilated, and then placed onto a new ventilator with a new circuit. There was no harm to the patient.

Manufacturer narrative:
One sample received from the same lot number for further evaluation. The sample was inspected and tested no issues or defects were identified. The device history records were reviewed for the reported lot numbers and no issues were found. The product was manufactured, inspected, and released in accordance with our internal procedures. This product was a limited release non-marketed product so no compliant trend is available for analysis. Based on the investigation it was found that the use of ventilators without built-in in-line filters and or water traps can lead to increased condensation in the expiratory valve and rainout in the circuit. The investigation did show that when the product is used with a ventilator that is properly set up, no issues or defects were identified.